Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2017 at 6:30 pm. The patient reported obtaining what she felt was an inaccurate high blood glucose reading of ¿450 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with oral medication, diet and exercise. In response to the elevated result, the patient claimed she took a dose of glyburide 5 mg. The patient reported that 10-15 minutes after the alleged issue began, she developed symptoms of feeling ¿dizzy, unable to see and nausea.¿ the patient claimed that she proceeded to hospital where she was treated with orange juice. The patient reported that her blood glucose was tested on the hospital meter at an unspecified time on (B)(6) 017 and a result of ¿60 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after taking a dose of oral medication for diabetes based on alleged inaccurate high result obtained with the subject meter.